Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 126 mcg/day) via an implanted pump. It was reported that the patient¿s managing physician was having difficult refilling the pump. Per the hcp, it was suspected that the pump had flipped in the pocket. Per the patient¿s mother, the patient had a fall around the time of (B)(6) 2023. Per the hcp, the patient, and the patient¿s mother, the patient was receiving good itb (intrathecal baclofen) therapy and there did not appear to be a noticeable change in the itb therapy after the fall. The patient was taken in for a pocket revision today. The pump was interrogated, and the logs were read. There were no critical alarms noted and there were no motor stalls noted. When the pocket was opened, some fluid was found in the pocket. Per the hcp, it was possibly a seroma. The hcp ordered multiple cultures on the pocket fluid, and it was sent to the lab for analysis. There were no other signs of infection in the pocket. The pocket was irrigated; the pump was anchored/sutured in the pocket; and then closed by the hcp. The hcp was planning to follow up on the culture results of the pocket fluid. It was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.